Manufacturer narrative:
An event of pericardial effusion after 2 weeks of amulet implant was reported. Information from the field indicated that protamine was administered, and no implant complications were reported, and the amulet device was implanted with a single deployment. The field also indicated that pericardiocentesis was performed and 600cc was drained and the pericardial effusion was resolved. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer amulet was implanted using an unknown size unknown delivery system. No implant complications were reported; the amulet was implanted with a single deployment. Protamine was administered. On (B)(6) 2024, a small 3.5mm pericardial effusion of unknown origin was observed. Cardiac tamponade was not present. Pericardiocentesis was performed and 600cc was drained and the pericardial effusion was resolved. The patient was discharged on dapt.